Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lost stimulation in their right leg. Diagnostics showed high impedances on the lead. Surgical intervention may take place to address the issue.